Event description:
The director of surgical services reported a surgeon was unable to get irrigation during an anterior vitrectomy. The system was powered down and the cassette was replaced. The surgeon was able to complete the case with no patient harm. The anterior vitrectomy was unplanned but the surgeon stated that it was not related to the devices used. The director of surgical services reported that after speaking with an equipment manager they realized the surgeon was in vitrectomy tutorial screen which prevented them from getting irrigation. The surgeon was able to proceed with the surgery after the system was rebooted because they were no longer on the tutorial screen. There was a 5 minute delay to reboot the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).